Event description:
The customer called for assistance rewinding the insulin pump. Troubleshooting was performed, and found that the insulin pump was delivering a square wave bolus at the time that she was unable to rewind. The customer stated that she did not program that bolus. Assisted the customer in clearing the bolus and rewinding the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.